Event description:
The user reported that during a thrombus aspiration procedure, the device became stuck in the guiding catheter after the aspiration had been performed. Only 5 cm of the device were outside the guiding catheter. The physician had to remove the guide wire, aspiration catheter, and guiding catheter together from the pt. No harm or injury was reported.

Manufacturer narrative:
Device eval - the suspect device has not been returned for eval. The user did not indicate if this was the initial use of the device and did not provide a lot number. A f/u report will be submitted when the eval has been completed.